Event description:
It was reported to covidien on (B) (6) 2010 that a customer had an issue with an enteral feeding pump. The customer stated, the child was on the pet pump before passing away. Detective (B) (6) of the (B) (6) police department said that he does not believe the pump malfunctioned; however, he wanted to get the pump investigated by the MFR, as it was involved with a pt's death.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Detective (B) (6) could not release any more details about this case other than the current complaint description, as this is an ongoing police investigation. Accordingly, covidien is limited to the amount of info and detail that it has access to.